Event description:
The sponge swab of the oral care suction stick reportedly came off the stick. This reportedly occurred approximately 3 times with 3 different patients. The intensive care rns were performing routine oral care, when the swabs dislodged from the oral suction stick. Two of the swabs were easily retrieved; the third swab migrated too far into the patient's mouth and required the assistance of an anesthesiologist for removal. The patients did not experience any adverse sequelae. No specific information was available other than all 3 patients were in the intensive care unit and were intubated and ventilated. No additional information was available.

Manufacturer narrative:
A representative sample is expected to be returned for evaluation. It has not yet been received. Additional lot numer 103006.